Manufacturer narrative:
Unk.

Event description:
During continuous renal replacement therapy with a prismaflex m100 set, a nurse identified there was a leak from a crack on the effluent luer lock connector. There was no serious injury to the patient or medical intervention to preclude serious injury.